Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a low anterior resection procedure the staples were unformed. The case was completed with sutures. There were no adverse consequences to the pt.